Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion sets, but occlusion recurred. Tandem system support began trouble shooting with customer, but customer requested contact back, so root cause could not be determined. Tandem system support attempted contact with customer, but customer did not respond back. Customer's blood glucose range from 300-400 mg/dl.